Event description:
It was reported following a percutaneous coronary intervention procedure, an 8f angio-seal sts plus device was used to seal the arteriotomy site. The deployment was successful. One to two weeks later, the patient presented in the emergency room with diminished blood flow in the procedural leg. Both the physician and vascular surgeon determined surgery was necessary after thorough examination. The patient underwent surgical intervention; no foreign particles were present in the artery, however, excessive scar tissue and fibrotic matter was removed from within the artery. Product surveillance was made aware of the incident 7-24-06.

Manufacturer narrative:
No product was returned for evaluation. The device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the vessel occlusion could not be conclusively determined; however, the patient reportedly had excessive scar tissue. The angio-seal device instructions for use (IFU) state should ishemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.